Manufacturer narrative:
H3, h6: it was reported that a right hip revision surgery was performed due to pain. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch numbers, part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup and the head, and this failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. The available medical documents were reviewed. With the information provided a clinical root cause for the reported hip pain cannot be determined. The implants were noted to be intact. Therefore, a malperformance of the implants cannot be concluded. The patient impact is the revision and expected post-operative convalescence period. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H11. Corrected information in h6 (health effect - clinical code).

Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that after the plaintiff underwent a bhr right tha surgery on (B)(6)2011, he experienced implant pain. A revision surgery was performed on (B)(6)2023, in which the surgeon found the metal on metal implants intact, without any broken pieces and no pseudo tumor. The previous bhr femoral head and acetabular cup were explanted and replaced by zimmer implants. No intraoperative complications were reported. Patient current health status is unknown.